Manufacturer narrative:
Concomitant medical products: 36mm cocr head; catalog#: unknown; lot#: unknown. Continuum shell; catatlog#: unknown; lot# unknown. Longevity liner; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2016. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and during revision due to bony pedestal, the surgeon perforated the posteriolateral femoral cortex, leading to excessive femur exposure and blood loss of 3 liters due to injury related to also perforating blood vessels.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that a primary right tha was performed on (B)(6) 2014 which was revised on (B)(6) 2016. During revision surgery the surgeon perforated the posterolateral femoral cortex during the attempt to re-establish the femoral canal due to bony pedestal. At the time of the posterioloateral femoral cortex perforation also a perforation of blood vessels occurred leading to a blood loss of 3 liters. Review of received data: no medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to unknown device identification. Conclusion: it was reported that a primary right tha was performed on (B)(6) 2014 which was revised on (B)(6) 2016. During revision surgery the surgeon perforated the posterolateral femoral cortex during the attempt to re-establish the femoral canal due to bony pedestal. At the time of the posterioloateral femoral cortex perforation also a perforation of blood vessels occurred leading to a blood loss of 3 liters. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) and a detailed description of the reported event is unknown. Patient factors that may have affected the reported event such as bone structure and quality, and relevant medical history are unknown. Therefore, based on the lack of medical records, this complaint could not be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given event description the most likely cause for the reported posterolateral femoral cortex perforation and the blood vessels perforation is a procedural intraoperative complication not related to the medical devices used. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are available.now.